Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports of self check failure 1003 and compressor failure 1001 were duplicated and attributed to debris/contaminants inside the flow screens and diffuser screens. All transducer screens were replaced to remedy the report. The customer's report of no display was a result of tampering. During the investigation the technician discovered damages to the lcd flex cable and user interface module (uim) board including back case screw holes damaged, loose central processing unit bracket screws, and cut to the battery pack that were not consistent with normal wear and tear. As a result of the device being tampered with, root cause could not be firmly established. The uim board and lcd assembly were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display, displayed a "self check failure" message, and stopped ventilating. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2020-03676, 1220908-2020-03677, 1220908-2020-03678, 1220908-2020-03679, 1220908-2020-03681 and 1220908-2020-03682 for similar events reported from the same customer.